Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post-implant the implantable pulse generator (ipg) exhibited premature battery depletion due to right ventricular (rv) lead high thresholds. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.